Event description:
The micro sagittal saw was sent for eval because it would not stop running during a procedure. The procedure was completed with another device without any delay. No adverse event was reported.

Manufacturer narrative:
Corrosion damage to internal components was identified as the probable cause of the failure.